Event description:
The account noticed a lack of reproducibility for axsym rubella igg for one patient. The patient was a known to be rubella igg negative. In 2009, the patient tested axsym rubella igg = 48.5 iu/ml (positive) with a rerun of 0 iu/ml (negative). Two days later, the specimen was centrifuged and again tested axsym rubella igg = 0.5 iu/ml (negative), 42.4 iu/ml (positive). The account also stated the lack of reproducibility showed in the controls as well. Service discovered a drop at the tip of the samples needle. Service replaced the needle and sampling valve on the axsym analyzer. The false positive axsym rubella igg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist with resolving inconsistent results. The probable causes listed include incorrect positioning of a probe, dirty or damaged probe, and malfunction of the sampling syringe, valve and probe. The complaint information notes the field service representative (fsr) replaced the sampling probe and sampling syringe valve to resolve the inconsistent result issue. A complaint review found there have been no additional incidents of inconsistent result generation by axsym plus (B)(4) since the fsr replaced the sampling probe and sampling syringe valve. Based on the available information and this investigation, no deficiency was identified for the axsym plus analyzer list number 07a83-82 related to this issue. This is a final report.

Manufacturer narrative:
Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.